Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis revealed that the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The helix exceeded specification the number of turns to extend and retract. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had increased thresholds and decreased sensing due to the lead being dislodged. When the physician attempted to reposition the lead the helix would not extend. The lead was explanted and replaced. No patient complications have been reported as a result of this event.